Manufacturer narrative:
Per the dexcom user guide: the g6 isn't compatible with previous generations such as the dexcom g4 platinum cgm system or the dexcom g5 mobile system. You can¿t switch the transmitter or sensor between the two systems. If you have an older receiver, it might need an upgrade to use it with the g6 no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Reportedly, the customer was attempting to use the incorrect sensor for the pump software. There was no reported adverse impact. Customer connected the sensor to the receiver and will contact distributor.